Event description:
A (B)(6) male patient contacted zoll customer support to report an error code. Support prompted the patient to remove and reinsert the battery to reveal a service (B)(4). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ((B)(4)) has been confirmed. (B)(4). The cause of the open resistor is excessive current. The cause of the excessive current is an intermittent connection at high-voltage capacitor c20. The cause of the intermittent connection is a fractured solder connection at the solder pad of c20. The cause of the fractured connection is mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The patient received a replacement monitor.